Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that the (B)(4) is mentioned in the manufacturing document, indicating "superficial depressions on the upper side". Subsequently, the parts were reworked (honed) and the product quality was assessed as equivalent to material manufactured without rework. Thus it can be concluded that review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional manufacture date: november 13, 2013. A product development evaluation was completed: the plate was received as complained in two pieces. The product drawing was reviewed during this evaluation. No drawing discrepancies were identified. This plate failed under fatigue related to insufficient bone healing. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated on an unknown date approximately five months ago for a periprosthetic fracture, and was instrumented with synthes hardware. The patient was reportedly non-weight bearing until 1 week ago. Upon allowing the patient to bear weight on the leg within the last week, the surgeon reported that the plate broke where the original fracture was located. Broken hardware was removed on (B)(6), 2014. No further information was provided. This is report number 1 of 1 for (B)(4).